Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose.  Chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient experienced low blood glucose (bg) levels while wearing the pod longer than 48 hours. The patient corrected his insulin to carb ratio from 5.0 to 5.5 (12;00pm-2:00pm). Afterwards, patient's continuous glucose monitor repeatedly alerted of low bg levels he ate after each alert. After third alert, patient had lost consciousness and spouse called an ambulance. Emergency medical technicians diagnosed patient with hypoglycemia and treated him with a manual glucagon injection and glucose solution via intravenous fluids. The patient's blood glucose history is as follows: (B)(6).